Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (pgk113), and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow up email requesting following information and device return status sent to the sales rep via system email; pcf activity updated. Procedure date? Event date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal procedure on an unknown date and a suture was used. During the procedure, the needle broke off from the suture and fell into the patient. The fragment was retrieved and the case completed. There were no adverse patient consequences reported. Additional information was requested.